Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the system was assigned with a new internet protocol address. The field service engineer remoted in and adjusted the internet protocol address to resolve. The system functioned as intended after field service engineer the troubleshooted the device.

Event description:
It was reported when using the bd pyxis anesthesia system was not communicating and patient information were not crossing to other operating rooms. The customer added that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.